Manufacturer narrative:
Initial

Event description:
It was reported that a healthcare provider relayed a hypoglycemic event and a rental return request, with limited details available from the patient and insufficient information regarding device performance. Symptoms included hypoglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.